Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 15 or pump error 4 alarms were noted during testing. However, pump error 15 alarm and pump error 4 alarms are found in the downloaded history files due to a software error.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm alarms during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the downloaded history files due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarms. The customer¿s blood glucose was unknown at the time of incident. The customer states that he did not feel good due to his low blood sugar. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.